Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was 1 intermittent catheter with sterile water splashed.

Event description:
It was reported that there was 1 intermittent catheter with sterile water splashed.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual evaluation noted 2 photo samples were received. Visual inspection of photo samples showed a full water packet and a sealed catheter package with water droplets or residue inside the package. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure is operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.